Manufacturer narrative:
Film/video evaluation summary a twenty-six (26) second video was received from the account. The video shows the valiant device being flushed via the sideport extension. Water is observed leaking from the backend of the blue external slider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: there was no damage evident to the device. The external slider was in the forward position. The guidewire lumen was flushed with no abnormalities noted. When flushing the graft cover via the sideport extension water was observed leaking from the proximal end of the external slider and along the screw gear. A curve was visible on the hypotube inside the screw gear. The graft was deployed, and the handle disassembled. A curve was visible on the hypotube on removal of the handle components. The device was flushed with the t-tube in the forward position and water was observed leaking from the end of the t-tube. The t-tube was retracted over the hypotube curve to the back position; no leak was observed on flushing. When positioned on the hypotube curve a leak was detected indicating an incomplete seal between the t-tube and the hypotube. Analysis confirmed the presence of a leak. A: updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was intended to be implanted in a patient for the endovascular treatment of a 340 mm thoracic aortic dissection.   It was reported that during the index procedure, the physician injected a heparin/saline mixture into the guidewire lumen to flush the device. However it was reported that the outer sheath was not completely infiltrated, and there was no liquid outflow at the distal end of the membrane. Liquid was also noted to be leaking from the blue deployment handle of the device. The physician decided to use another valiant captivia to complete the procedure instead. Per the physician, the cause of the event was a device defect. No additional clinical sequelae were reported and the patient is fine.